Event description:
The customer contacted philips healthcare to report behavior of the defibrillator, "always warn settings problems". There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.